Event description:
It is reported a gellhorn pessary has appeared to have caused a recto-vaginal fistula.

Manufacturer narrative:
The fitting instructions indicate the patient should return for follow up visits for pessary cleaning and vaginal examination every 4 to 6 weeks. The user facility has stated the pessary had been in the patient for 6 months. The recto-vaginal fistula was the result of pressure necrosis most likely caused by a tight fit. This pessary type requires significant physician involvement. If the follow up visits were conducted according to the fitting instructions, the erosion of the vaginal wall may have been detected before a fistula formed.